Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to reload the same cartridge during some instances but also changed out all supplies to resolve the issue. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was unable to be evaluated due to usb pin damage.